Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. A 16 x 4.00 promus elite stent was advanced to the target lesion. It was noted that a stent strut was caught somewhere between the hemostasis valve and the stenosis. The stent was unable to pass the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications. The patient was reported to be fine following the procedure.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: a 16 x 4.00 mm promus elite stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage on proximal struts 1 through 6. The struts are lifted and pulled in all directions. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. A 16 x 4.00 promus elite stent was advanced to the target lesion. It was noted that a stent strut was caught somewhere between the hemostasis valve and the stenosis. The stent was unable to pass the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications. The patient was reported to be fine following the procedure.